Manufacturer narrative:
H.6. Investigation summary unfortunately the provided lot number could not be verified in our systems. Since a valid lot number could not be connected to the device identified in the complaint, bd investigators could not conduct a device history review for this event. Additionally, a sample has not yet been submitted for evaluation and testing, preventing bd engineers from conducting a full investigation and determining a root cause of the failure mode identified in your description of the event.

Event description:
It was reported that leakage occurred during use with a intima-ii. The following information was provided by the initial reporter, "during intravenous infusion, the indwelling needle was found to have exudation at the joint, so it was stopped and replaced."

Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred during use with a intima-ii. The following information was provided by the initial reporter, "during intravenous infusion, the indwelling needle was found to have exudation at the joint, so it was stopped and replaced."